Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. This system was evaluated in clinic with provocative maneuvers with no noise able to be reproduced. An x-ray was performed to further evaluate the system placement and integrity. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.